Event description:
Recon screws missed the nail during 2 lfn cases consecutively and in both cases the recon locking option was utilized. Per additional information, the time of surgery was prolonged by an additional 20 minutes, the second case by 10 minutes. This is 1 of 4 report for complaint (B)(4). This is for an unknown trauma part.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. No sample was returned for evaluation. A review of the device history record did not show conditions that could have contributed to the reported event. No conclusion could be drawn, as the part was not received. Placeholder.